Event description:
While attempting to defibrillate a pt (age & gender unknown) the device displayed a "shorted discharge" message. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.